Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The caller stated that the patient was experiencing more pain in their legs. The caller noted that ¿initially it was taking care of the pain in their feet and their lower legs and their thighs were being problematic.¿ the caller noted that the pain started to return about three or four days after it was installed. The caller stated for two or three days the patient had no pain at all. The caller stated ¿maybe¿ it was the way they were positioned or moving around that caused the pain to start again. The caller wanted to know how to change to a new program on a group. The caller stated, the patient was on group b, program 1 at 2.8v. The caller stated that stimulation was on. The caller stated the next screen went to pulse width and rate. The caller confirmed that the patient had only one program on each group. The caller stated the patient had group a, b and c and that showed only one program on each. The caller was redirected to the patient¿s healthcare professional (hcp). Additional information was requested but was not available at the date of this report.